Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report device migration and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a patient presented with grade 4 mixed mitral regurgitation (mr) and barlow's disease that caused a bi-leaflet prolapse. Two clips were successfully implanted (cds- 20406r272 and cds- 20426r163) on a1/p1 to a3/p3, reducing the mr to grade 1. On (B)(6) 2022, an echocardiogram revealed that the mr increased to 3-4 from the lateral side of both clips. The mr increased due to barlow's disease and the xtw mitraclip (20406r272) was not stable on the posterior leaflet. There was more movement observed on the posterior leaflet compared to the index procedure. The large prolapse caused the clip to lose stability. On (B)(6) 2022, a second clip intervention was performed. One additional clip was implanted and the mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported migration (partial clip movement) appears to be due to barlow¿s disease and challenging anatomy with large leaflet prolapses. The reported recurrent mitral regurgitation (mr) was due to the reported clip instability and barlow¿s disease. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.